Event description:
Patient was undergoing a total radical gastrectomy, distal esophagectomy, and distal pancreatectomy procedure when orvil stapler device became lodged in esophageal tissue and was unable to be removed. A successful emergent endoscopy was performed by gastroenterologist to remove device. The orvil is designed to separate from the oral gastric tube when it becomes lodged so there is no damage to the tissues. No injury was noted. The original intended surgery was then completed.